Event description:
It was reported that the pt developed a staph infection following implantable neurostimulator (ins) replacement. The ins was removed first. Due to repeated staph at l4-l5 and t9 a total system explant was performed.